Event description:
Report received from abbott international affiliate which states, "IV tubing came apart at the joint to the lower clave port. Pvc was not sealed in properly." The tubing set was received by the abbott representative in other country, however the device was reportedly contaminated and could not be sent to the manufacturing site for testing. Although further information has been requested, no additional information has been received.